Event description:
Cordis is recalling all lots of the lumend outback ltd re-entry catheter. Cordis recently determined that the separation rate of the cannula to the deployment slide of the handle assembly of the lumend outback ltd re-entry catheter is higher than anticipated. The potential result of such a separation is inability to retract the cannula needle into the cannula body. If a separation of the cannula and the deployment slide of the handle assembly were to occur during use and the cannula tip remained extended, the device may need to be removed percutaneously with the needle in the deployed position or via surgical extraction. In such cases, vascular injury is a possibility. If a procedure has been completed successfully using the product, there is no concern. In keeping with our commitment to provide customers with quality products, cordis has voluntarily decided to recall all lots of the lumend outback ltd re-entry catheter.